Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During device preparation, the steerable guide catheter (sgc) was unable to hold fluid column and was leaking. Troubleshooting was preformed unsuccessfully and the sgc was replaced. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.